Event description:
The distributor reported that a foreign object was found in the fluid path of the tubing in the kit. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one device returned for eval. The eval is in-process. A follow up report will be sent when the eval has been completed.